Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that fill resistance was felt while loading a cartridge. Customer changed the syringe needle. While loading the cartridge a cartridge alarm (alarm 1) occurred and insulin was observed exiting from the bottom of the cartridge. Customer loaded another cartridge and insulin delivery was resumed. Customer's blood glucose was 151 mg/dl.